Event description:
It was reported the patient had a loss of therapeutic effect and was not feeling stimulation in their right leg on the day of this report. It was noted the patient could feel stimulation in their left leg. It was further noted the patient had no know falls or trauma recently. The reporter stated the patient tried to make adjustments to their therapy with their patient programmer, but nothing seemed to help bring stimulation back to the patient¿s right leg. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v041066v01, implanted: (B)(6) 2009, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).